Event description:
Info received indicates failed volumetric calibration.

Manufacturer narrative:
Improper non factory recertification caused pump was out of calibration. The pump was calibrated to resolve.